Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 800 mg/dl. Suspected cause was due to having a basal rate that was too high. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 07/13/2013 with the issue resolved and no permanent damage. Tandem technical support guided the customer through correcting the basal rate to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.